Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"An 81-year-old patient was hospitalized for suspected endoleak of a thoracic stent implanted in 2020. An increase in the aneurysmal diameter with an endoleak-like appearance was observed on (B)(6) 2026, during a follow-up CT scan. Poor stent placement in the thoracic region is suspected." Patient outcome: "current patient status: surgical intervention with complete arteriography to search for an endoleak. Arteriography confirms poor apposition of the proximal thoracic module. A zenith alpha thoracic endoprosthesis (cylindrical proximal body) is placed proximal to the existing thoracic module. Arteriography also confirms a type ib endoleak along the right limb, which is filled with onyx®. Complementary embolization of the right hypogastric artery with limb extension is also performed. Actions taken at the healthcare facility for patient management: the implanted medical device remains in place."